Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the system was completely removed due to staph infection. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that there was surgery to clean out the staph infection and removal of the device was performed by surgeons. The staph infection was first experienced on (B)(6) 2015 when it was diagnosed and treated. It was reported that the staph infection was due to cervical fusion surgery in (B)(6) 2014 where part of the incision did not heal and staph infection developed. The staph infection was resolved but they were on maintenance dose of antibiotics for the rest of their life due to rods in their neck.

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event. Additional review determined conclusion code does apply to this event.

Event description:
Additional information received from the consumer reported they got a staph infection after their fourth infusion surgery when they put 16 inch rods in from c2 to t3. As a result they had the entire system removed two years ago in 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.